Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 315 mg/dl. The customer was experiencing symptons of weak, confused, felt like crap. The customer was treated with pump. The customer was admitted to the hospital. The customer stated that she had bent cannula. The cause of hospitalization as per healthcare provider was acute renal failure, diabeatic ketoacidosis. The customer was treated with continue treatment plan and drink because she was dehydrated. The customer declined further troubleshooting as she feels high blood glucose was due to bent cannula.